Manufacturer narrative:
Investigation: the complaint was investigated of the sc2000 ultrasound system freezes and prompts an acquisition error when the transducer is connected. The defective transducer was returned, and investigation was performed. The system error was reproduced during the investigation. The cause of the error was determined to be gastro flex thermistor fault, caused by insufficient reliability; this issue is related to design. The improvements to the gastro flex trace were implemented into forward production, since march 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the ultrasound system froze and subsequently displayed a usacquisition 31 error message when the transducer was connected. The patient was already under sedation and undergoing a cardiac transesophageal echocardiography (tee) procedure. The user removed the transducer and rebooted the system to restore functionality. The user reinserted a new transducer into the patient to continue and complete the tee. There was a delay of 15 minutes while the replacement transducer was obtained and for the system to reboot. There was no loss of data and there was no patient adverse event reported. No additional information was provided.